Event description:
It was reported that during a procedure the micro sagittal saw did not have any power, which caused a 2 day delay to the procedure. It was reported that the patient was under anesthesia prior to the procedure being delayed. No medical intervention was reported with this event.

Manufacturer narrative:
Upon visual inspection, the motor assembly was found to be corroded. The device was repaired and returned to the user facility.